Event description:
Event description guidant received information that this endurance ez lead is indicating oversensing on the ventricular rate sense channel, delivering a shock and is not capturing the ventricle.